Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. The issue was identified as a past event where the caller had not been completing the air removal step correctly. Subsequently, the caller successfully loaded a cartridge and resumed insulin therapy, resolving the issue.